Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6), 2023 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot 28051b, reader sn: (B)(4). Cue covid-19 tests performed on (B)(6), 2023 provided negative results. Customer tested negative with two flowflex antigen tests and one binaxnow antigen test on (B)(6) 2023. Additionally, customer tested negative with a lucira test on (B)(6), 2023. Customer had no symptoms or known exposures. Cartridges were stored within the validated temperature range.